Event description:
It was reported that the target lesion was in the right coronary artery (rca), and was mildly tortuous, mildly calcified, an eccentric lesion, a de novo lesion and was 90% stenosed. The target vessel diameter is 4.0 mm and the target vessel length is 15 mm. Predilatation was performed with a non-abbott balloon catheter prior to the failed attempt to cross the lesion. During removal of the device from the patient, resistance was felt between the xience v and the two non-abbott guide wires inside the guiding catheter. After removal from the patient, the stent implant was no longer on the balloon, and was found located in the rotating hemostatic valve (rhv). No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna; guide wire: runthrough; guide cath: mach 1 6f fr4. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and the sds advanced over a guide wire. The stent was dislodged from the balloon as reported. The first four rows of proximal struts and first six rows of distal struts were smashed. There were stretched struts in the first row of distal struts. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the distal shaft and two kinks in the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and middle stent outer diameters were measured and met manufacturing criteria. The proximal and distal stent outer diameters could not be measured due to the damage noted. The inner diameters of the tip and guide wire exit notch were measured and met manufacturing criteria. A new guide wire was back loaded through the guide wire lumen with resistance noted at the kink. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and calcified which likely contributed to the failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted prior to use. Subsequent interaction of the damaged stent with the two guide wires likely resulted in the guide wires becoming entangled leading to the reported difficulties and the stent dislodging. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, difficulties with the guide wire, and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.